Event description:
Pt turned on left side and noted blood on pillow. Medial #1, 14ga part of device separated from point of entry. No sharps known to have been used since insertion (done in or by md/checked for placement by x-ray). Catheter changed out by md. No pt impact.